Manufacturer narrative:
Continuation of d10: 4473 lead; 429888 lead; 5076-58 lead implanted: (B)(6) 2015 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they have been experiencing a lot of what they think is pacemaker-mediated tachycardia. The patient noted that they wore a wire-free electrocardiogram (ECG) patch that continuously records heart rhythms and it detected multiple events that the device was not picking up. The patient reported that they were having many runs of elevated rates / supra ventricular tachycardia (svt) in origin in fourteen days. The device remains in use. No further patient complications have been reported as a result of this event.